Event description:
It was reported that as lvp 20d dehp 3ss cv clamp was missing. The following information was provided by the initial reporter: material no.: 2426-0500; batch no.: 20063198. It was reported the clamp was missing.

Manufacturer narrative:
H.6. Investigation: a complaint for missassembly for model 2426-0500, lot number 20063198, was received for quality investigation. The customer complaint that the roller clamp (p/n 12281061) was missing was verified by visual inspection and comparison to the assembly bill of materials. A device history record review for model 2426-0500 lot number 20063198 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for this incident was determined to be manufacturing issue during the assembly of the infusion set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv clamp was missing. The following information was provided by the initial reporter: material no.: 2426-0500 ; batch no.: 20063198. It was reported the clamp was missing.